Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh extrusion and retraction, dyspareunia, scarring, incontinence, bleeding, pain and infection. A urethrolysis, removal of the mesh and removal of three rubbery gray white focally hemorrhagic fragments of soft tissue were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.